Event description:
It was reported that a system error 2240 (air in line/set) occurred on a homechoice device. This event occurred during dwell five of five while the home patient was connected. The home patient stated the heater bag disconnecting and was leaking. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The assignable cause code was determined to be that the supply bag disconnected without falling as home patient stated there was some solution under the homechoice due to the heater bag disconnecting. If additional relevant information becomes available, a follow up medwatch will be submitted.